Event description:
It was reported that balloon rupture occurred. A 5.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal balloon pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the superficial femoral artery and the balloon ruptured during the first inflation below the nominal pressure.

Event description:
It was reported that balloon rupture occurred. A 5.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal balloon pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.